Event description:
The customer spouse reported that the adhesive started to wrinkle, and that the cannula was dislodged from the insertion site and was bent. The customer's blood glucose level was 354 mg/dl. The customer's spouse gave her a 15u bolus with an insulin pen.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.